Manufacturer narrative:
Patient weight not made available by the surgeon reporting. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A site neurosurgeon alleged a 3cm inaccuracy occurring while in a craniotomy procedure. The surgeon reported this was after successfully registering the patient using tracer registration, and initially verifying accuracy. In trouble-shooting the navigation system was re-booted, the patient was re-registered and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.